Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. A visual examination of the product revealed that the pin between the arms is broken/fractured. The loose pin was not returned for eval. The pin appears to have fractured at the base of the arm. There is evidence of corrosion on the entire fracture surface. This type of breakage typically occurs due to continuous use over a prolonged period of time, this instrument is 17 years old. It is not possible to determine the origin of the crack or how exactly it was formed. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Re reported, it appears the part of the instrument that keeps the arms of the forcep from touching, fell off and into a pt, while in surgery. This was unk until x-ray confirmed an unidentified object.